Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that the infusion set was not changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer was changing the infusion sets every three to four days. Advised the customer that the tubing clamp will be sent. A day later, the customer called back to perform the high pressure test and passed. Instructed the customer if problem persist to call back for further assistance. No additional information was provided.